Event description:
My skin on my left arm was injured while using theraband kinesiology tape distributed by (B)(4). I applied the tape as instructed and shown by a medical professional. The tape stayed on my arm for 24 hours much less than a maximum of 5 days. I noticed that my arm felt different and when I touched the area, my skin was raised. I slowly began removing the tape and there was a blister, redness, a rash, and my skin irritated and I was in pain for days following the injury. Before going to the dr, I wanted to give it a couple of days to see if it would get better by using pure shea butter. I nurtured the injury for more than a week and the blister and rash healed. FDA safety report ID # (B)(4).